Event description:
It was reported that patient was not receiving effective therapy, despite multiple reprogrammings. In turn, surgical intervention was undertaken wherein the lead was repositioned on (B)(6) 2018. Postoperatively, effective therapy was restored.